Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient¿s cgm alerted for an unspecified urgent low value. The patient was shaking, sweating, and lightheaded. No bg meter comparison value was taken at this time. The patient self-treated with cranberry juice. Despite treatment, the patient¿s cgm continued to display ¿decreasing values¿. Around 6am, the patient was experiencing a headache, nausea, vomiting, and disorientation. The patient was reading low mg/dl and the bg meter was reading 378 mg/dl. The patient¿s wife took the patient to the ER. At the ER, the patient¿s cgm was still reading low mg/dl while the bg meter reading was 477 mg/dl. The patient was treated with (2) bags of IV fluids and 10 units of insulin via injection. The patient was discharged after approximately 5 hours with a bg meter reading of around 300 mg/dl. The patient was ¿tired¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when the patient later had symptoms again and at the ER. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.